Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous, 100% stenosed lesion in the right coronary artery (rca). After pre-dilatation with a non-compliant balloon, a 3x28mm xience skypoint drug eluting stent (des) was advanced with resistance from the anatomy and failed to reach the target lesion. The des was removed with resistance and an unspecified drug coated balloon was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.